Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. An extracting stylet was returned stuck in the lead. Environmental stress cracking was observed in multiple places. An extremely deformed helix was noted. The seal rings have been cut off the lead and the outer insulation was cut around the circumference. Cuts, tears, puncture holes and electro cautery damage in the outer insulation was noted. Blood body fluids in the lumen were noted which was likely due to damaged insulation. The helix was extended, and dried body fluids were noted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information indicated patient presented chronic pain on implant site, therefore device was moved to right side with new leads implanted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to chronic pain. A new lead was implanted. Lead has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information indicated patient presented chronic pain on implant site, therefore device was moved to right side with new leads implanted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to chronic pain. A new lead was implanted. No additional adverse patient effects were reported.